Manufacturer narrative:
Concomitant product: tect1510al anat lt std py 15x10 cm (lot number: srg1531x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced hernia recurrence and pain. Post-operative treatment included additional surgery and revision surgery.